Event description:
This is the second of 3 reports (same product ID, similar problem, different incidents). Doctor stated that when inserting the 1104hm camino catheter into the bolt, the catheter sticks when it goes through the white plastic portion of the bolt. Once it was inserted, he went to pull back on it and lock it and it became stuck. He stated the situation has occurred with the 1104hm catheters 10 times. No specific patient or incident details for each occurrence was provided. Additional information has been requested. Linked to mfg. Report numbers: 2023988-2016-00002 and 2023988-2016-00004.